Manufacturer narrative:
Checking the manufacturing charts of the involved lot number 2008223, no pre-existing anomalies were found on the components with that lot. Therefore, we can state that they were manufactured up to drawing specifications and in line with the relevant checks and tests. According to our records, at least 31 out 33 of physican tibial plates with lot lot.2008223 - ster. 2000258 have been implanted, and this is the first and only complaint received on this lot number. The following x-rays were received and analyzed by a medical expert, together with the available operative notes provided by the complaint source: (B)(6) 2021 (pre-operative). (B)(6) 2021 (post-operative). (B)(6) 2021 (after two months post-operatively). (B)(6) 2022 (after twenty-one months post-operatively). (B)(6) 2022 (post-operatively after revision tka). The medical expert concluded the following: "primary tka performed on (B)(6) 2021. Correct position of the both components. After two months first signs of aseptic loosening. After twenty-two months revision surgery performed. According to the primary surgical report for the hardening of the bone cement 10° of hyperextension of the leg was used. This position is compressing anterior part of the tibial component and could lead to improper bone cement penetration into the cancellous bone and later to loosening of the tibial component. During the revision surgery carried out on (B)(6) 2022 proper cementing technique was used- semiflexion of 30° with axial load. The knee joint puncture carried out did not reveal any evidence of pathogens in the long-term incubation. No evidence of bacterial infection. High-performance designs of tka are sensitive to wrong cementing technique, therefor improper cementing technique during primary tka could be the main reason for this aseptic loosening.". The explanted components were returned to limacorporate for further analysis and according to the visual inspections no anomalies were detected on the explants. Based on the information received, the cause of the reported loosening cannot be determined with certainty. However, considering that: the check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot number. The visual inspection did not highlight any anomalies. And according to our medical expert "high-performance designs of tka are sensitive to wrong cementing technique, therefor improper cementing technique during primary tka could be the main reason for this aseptic loosening", we can suppose that the event was not product related. Pms data: according to limacorporate pms data, revision rate of physica fixed tibial plate (family code: 6522.15.xxx) due to loosening is (B)(4) . According to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is an MDR final report.

Event description:
Knee revision surgery performed on (B)(6) 2022, of a physician ps implant due to loosening of the physician fixed tibial plate #8 (product code: 6522.15.080, lot.2008223 - ster. 2000258). Information on involved devices was updated during investigation, based on product codes and lot numbers of the explants returned for analysis. It was confirmed by the complaint source that the following components were explanted and replaced: physician ps femur comp. Right #8 (product code: 6515.09.180, lot. 20as0bh - ster. 2000209). Physician fixed tibial plate #8 (product code: 6522.15.080, lot.2008223 - ster. 2000258) . Physician ps tibial liner #8 (product code: 6535.50.810, lot. 19bc01q - ster. 2000021) . Physician tibial stem l.20mm (product code: 6590.15.020, lot. 2017926 - ster. 2000346). According to the received information, previous surgery was performed on (B)(6) 2021. Patient is a male, 55 years old. It was reported he's 1.89m heigh and he weighted 100kgs at the time of previous surgery. Event happened in germany.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot number: 2005522, no pre-existing anomalies were found on the components with that lot number. This is the first and only complaint received on this lot number. We will submit a final MDR as soon as the investigation is complete.

Event description:
Knee revision surgery performed on (B)(6) 2022 of a physica ps implant due to loosening of the physica fixed tibial plate #4 (product code: 6522.15.040, lot number: 2005522 - sterilization 2000216). The following components were explanted and replaced: physica ps femur comp. Left #4 (product code: 6515.09.540, lot number: 20as0br, sterilization number 2000206). Physica fixed tibial plate #4 (product code: 6522.15.040, lot number: 2005522, sterilization number 2000216). Physica ps tibial liner #4 (product code: 6535.50.410, lot number: 19bc01h, sterilization number 1900410). Physica tibial stem l.20mm (product code: 6590.15.020, lot number: 2009730, sterilization number 2000256). According to the received information, previous surgery was performed on (B)(6) 2021. Patient is a male, 55 years old. It was reported he's 1.89m heigh and he weighted 100kgs at the time of previous surgery. Event happened in germany.